Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and a sling was implanted. The patient continued to experience pain, erosion of her internal bodily tissue, dyspareunia, urinary difficulties and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Dyspareunia. Urinary difficulties. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a laparoscopy, left paraovarian cystectomy, cystoscopy surgical procedure to treat stress urinary incontinence on (B)(6) 2010 and a sling was implanted. The patient continued to experience pain, erosion of her internal bodily tissue, dyspareunia, urinary difficulties and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.